Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device stopped working and the patients incontinence returned. The aus 4.5 cm cuff, pump, and balloon was explanted and replaced with a new aus 5.5 cm cuff, pump, and balloon. The patient was fine following the procedure.